Event description:
Information received from the field notes intermittent ventricular capture and high lead impedance. It was thought that the intermittent capture was a result of a bad pulse generator to ventricular lead connection. Subsequently, the associated ventricular lead was replaced and the pacer remains implanted. The patient was pacemaker dependent.~~~~~~